Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer reporting a touchscreen failure on the v60 ventilator. The device was not in clinical use. The issue was identified during a periodical device check. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. The customer reported that the issue was not resolved with touchscreen calibration. Misalignment in the touch position was confirmed during the device evaluation performed by a manufacturer's product support engineer (pse). The touchscreen was replaced to resolve the reported issue. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the touch screen and reported there was no evidence of damage or contamination. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The touch screen passed all flex cable resistance verification and resistance ratio testing. Due to the flex cable resistance verification testing and resistance ratio testing being factors that verify a functional and good working touch screen, the part analysis investigation resulted in a no problem found conclusion. Product UDI is corrected.